Manufacturer narrative:
The following products have been used in the surgery: part# cx01a; lot# el70141; 510k# k102397; UDI# (B)(4); qty# 1 part# cx01b; lot# 0010023931; 510k# k102397; UDI# (B)(4); qty# 1. It is unknown which of these cement has extravasated. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Cement extravasation was not extruded > 15 mm it was reported via clinical study that patient underwent cementoplasty (kyphoplasty) surgery at inferior disk space. Intra-op, cement extravasation occurred. No patient complications were reported during this event.